Event description:
Revision surgery to remove implant due to a migrated implant. Issue was discovered at 6 week post-op follow up x-ray. Patient was having dysphagia. Please refer MFR report #: 3004788213-2014-00002.